Event description:
The patient reported additional information that the replacement device resolved the recharger antenna burning and the burn mark was resolved.

Manufacturer narrative:
H3: upon receipt, it was found the recharger telemetry module (rtm) that was alleged to be burning the patient had a different serial number than originally reported. The actual serial number of the recharger involved in this event is (B)(6). Analysis of the recharger, product ID 97755, was completed; it was found there was a recharger failure, the no device found message was seen and the device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was charging their implant and the green light was flashing indicating the ins was charging, however the ins battery was not increasing with excellent recharge quality. The patient mentioned seeing the passive recharge screen as well as a 'message to call medtronic' and 'adequate stimulation or not able to provide stimulation' but they were able to use therapy. They started charging on the call and the ins increased to 60% with no issues, they were instructed to call back if necessary. The patient later called back and reported that recharging issues continued with the recharger telemetry module (rtm), where the rtm cord meets the antenna got very hot and burned the patient, it left a burn mark. The controller battery also drained quickly during recharging. A replacement rtm was sent out.